Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in an inappropriate shock. The device data was sent to rhythmcare for review. Data review determined the electrode may have been close to the pectoral muscle, therefore sensing myopotentials. Rhythmcare provided further troubleshooting options to be considered including x-rays to evaluate system placement. This system remains in service. No adverse patient effects were reported.